Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 20 (position out of range) error message. The user removed the lifeband and tried to reset the drive shaft to the home position, however, was unsuccessful. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed a user advisory (ua) 20 (position out of range) error message was confirmed during the initial functional testing and archive data review. The root cause of the (ua) 20 error message was due to the encoder drive shaft was not at the "home" position, likely attributed to user error. The autopulse functioned as intended by triggering (ua) 20 when the driveshaft is not at the "home" position. User advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. The driveshaft was rotated to the "home" position to clear the (ua) 20 error. Upon visual inspection, unrelated to the reported complaint, noticed a worn out / damaged encoder as the shaft was unable to firmly seat the shaft lock pin. The observed issue was likely attributed to the device's aging. The autopulse platform was manufactured in 2007 and is 15 years old, past the expected service life of 5 years. The encoder gearbox and gaskets were replaced to remedy the problem. The archive data was reviewed and showed user advisory (ua) 20 error messages occurred around the reported event date, thus confirming the reported complaint. In addition, the archive showed the occurrence of (ua) 17 (max motor on time exceeded during active operation) error message, unrelated to the reported complaint. The error message was cleared by the user and was not reproduced during the functional testing. The brake gap inspection was performed and verified the brake gap was within the specification. During functional testing, a (ua) 20 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the (ua) 20 error message. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).